Event description:
The baseplate was cemented in. After the insert was snapped in, it "rocked." The surgeon opened another insert, snapped it on, and it also "rocked." The surgeon proceeded to pull out the baseplate (6632-3-620). The surgeon cemented in a new baseplate of the same size and style, and a condylar insert of the same thickness and size, and it was secure.